Manufacturer narrative:
Field service engineer (fse) troubleshot complaint of generator interface module (gim) error and replaced the gim interface module and verified proper operation per service checklist qssrw14.1. Unit passed checkout procedures and was returned to service.

Event description:
On (B)(6), customer reports via phone to product monitoring that system lost fluoro during an unk procedure. Pt age and gender were not available. Physician completed procedure without incident with the use of a c-arm and portable table. No injuries were reported.